Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cds process. The device passed the leak test. The detergent used was an olympus product. The automated endoscope reprocessor (aer) used the endothermo disinfector with olympus detergent and disinfectant. The concentration and expiration date of the disinfectant was controlled. All channels were connected with tubes when the endoscope was setting up in the the aer. The water quality was controlled, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by aer and stored in a drying cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and on 28 sept 2023, 1 colony forming unit (cfu) of bacillaceae was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found: the plastic distal end cover had a scratch, the bending section cover glue was separated, the bending tube was shortened and had movement, and the universal cord had a wrinkle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus)/ 100 ml of microorganisms revivable at 30 degrees celsius on (B)(6) 2023. The device was retested on (B)(6) 2023 and tested positive for 3 cfu/100 ml of microorganisms revivable at 30 degrees celsius. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.